Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 3.2, 3.9, lab: 9.0, 9.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.2, reference: 9.0, mean: 6.10, confidence limits: unable to determine. Inratio: 3.9, reference: 9.0, mean: 6.45, confidence limits: unable to determine. Mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met. Replication testing with returned meter did not reproduce complaint. Pt was on dialysis, however, it was not known if she had it done on the same day her blood was drawn. Inratio test results may reflect interference from dialysis. Meter memory record was reviewed and failed. The outcome of the complaint investigation does not demonstrate product deficiency. Further investigation is not required. Trending and tracking will be performed in review of strip lot#220387. Total number of discrepant complaints for this strip lot, including this event, is one. No corrective action required at this time as no product deficiency was established. Investigation results on returned unit (B) (4): the allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 220378 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.